Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the customer stated that at the end of the case, the integrated electrosurgical unit (iesu) or erbe generator powered off and could not be powered back on. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the site to verify the power connection, and customer confirmed the power cable was fully seated. The customer moved the generator to a different wall outlet; however, the erbe still would not power on. The customer reported no backup generator was available at that time (the other system was in use, and no third-party generator option was available). The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the was no patient injury. The procedure was converted at the end to using regular hospital bovie. The customer reported being at the end of procedure but still needed cautery when the erbe stopped working completely. The machine just went black. There were no additional ports, and the patient tolerated the change.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to recreate issues. The integrated electrosurgical unit (iesu) or erbe would not power on. Fse moved the power cord to different outlets, and it still would not power on. Fse switched to a different power cord and still would not power on. Fse confirmed that erbe was on a separate breaker (circuit 2) on the overhead boom. The customer had biomedical engineer maintenance check voltages to all outlets on the boom, and they reported a reading of 119.1 volts. Fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the issue was not confirmed during initial verification using system logs. However, log review revealed errors m-11, m-18, and c-06. A visual inspection during fa showed the unit does not power on. As a result, erbe logs and diagnostics were inaccessible. The erbe will be sent to the original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. The root cause could not be determined; however, the cause is likely due to a component failure within the erbe.